Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a catheter inserted in venous access center on (B)(6) 2019. A catheter was placed from the right cephalic vein by IV nurse under the guidance of ultrasound and seldinger technique. The procedure went smoothly, with 40 cm of the catheter in the body and 3cm externally. The tip of the catheter was located between 2nd and 3rd anterior rib. The catheter was maintained at ward of venous access center during treatment, and maintained once every 7 days at the center during sidelines of treatment. On (B)(6) 2019, fluid leaked from the parts at the 20 cm/20.8cm scale respectively when catheter was being maintained in the center. Then, the catheter was removed and broken at 20.cm scale. Subsequent treatment was performed by a new catheter placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and appeared to be related to the use of the device. One 4 fr powerpicc solo catheter was returned in two segments. The catheter was split between the 20 and 21 cm depth marker. The distal segment extended up to the 43 cm depth marker. Microscopic observation of the split revealed a section to be jagged and uneven. Material whitening was present on the split surface on the opposing side. The event description indicates the full break was found when the catheter was removed which suggest the removal process may have led a the propagation of the split into a complete break. The proximal segment of the catheter was flushed and pressurized with water using a 12 ml syringe and a secondary leak was observed near the 20 cm depth marker. Microscopic observation of the partial split revealed the edges to be uneven and have a matte discoloration. One of the corners appeared to be forming a ¿c¿ shape. The characteristics of the splits and break are indicative of material fatigue caused by repeated kinking of the catheter. The event description also indicates the device was in use for over four months which suggests a manufacturing-related issue is unlikely. Since a break and a leak in the catheter were observed during evaluation of the returned sample, the complaint is confirmed. The product instructions for use (IFU) precautions state,¿ avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a catheter inserted in venous access center on (B)(6)2019. A catheter was placed from the right cephalic vein by IV nurse under the guidance of ultrasound and seldinger technique. The procedure went smoothly, with 40 cm of the catheter in the body and 3cm externally. The tip of the catheter was located between 2nd and 3rd anterior rib. The catheter was maintained at ward of venous access center during treatment, and maintained once every 7 days at the center during sidelines of treatment. On (B)(6) 2019, fluid leaked from the parts at the 20 cm/20.8cm scale respectively when catheter was being maintained in the center. Then, the catheter was removed and broken at 20.cm scale. Subsequent treatment was performed by a new catheter placement.